Manufacturer narrative:
Evaluation: visual inspection of the returned product showed the lens was returned dry and with a clear surgical residue on it. A work order search was performed and there were no similar complaints found. The lens was re-measured against he original values and found to be within design specifications. (B)(4)

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, explanted, lens, vaulting, low. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2011 due to low vault. The icl was exchanged for another icm120v4 lens which resolved the problem. Patient's bcva was 20/20.